Event description:
Knee infection [arthritis infective]. Case description: spontaneous report received on 03-sep-2009 from a physician's assistant regarding a male patient of unknown age and initials, whose relevant medical history included osteoarthritis. The patient received synvisc-one injections into both knees during the previous month. Three days after receiving the synvisc-one injection, the patient went to the emergency room (ER) and had the knee aspirated and the fluid was sent for culturing, the results of which were unknown. The patient was put on an antibiotic at the ER visit. The day following the patient's ER visit, he went to the hospital and had the knee washed. Fluid was removed from the knee at the hospital, and the fluid was sent for cultures and gram-stain, which both provided negative results. The patient's white blood cell count was also drawn at the hospital and was 63,000. Since the patient had been on an antibiotic from the ER visit, the physician was unsure if the culture showed no growth so soon, due to the antibiotic. However, the physician stated that the patient had an infection in the knee. The patient finished the antibiotics at the end of the month, and as of the date of the report had a normal sedimentation rate and white blood cell count. No further information was provided. As of the date of receipt of this report, the overall patient's outcome was unknown. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.